Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced an intermittently unresponsive sleep/wake button that progressed to consistent failure to wake the screen, with no vibration feedback when pressing the button; the screen did function after guidance during an earlier contact but subsequently became unresponsive, and a replacement device was arranged. Symptoms included no injury and no changes in glucose or clinical status. Outcomes included no medical intervention, no alarms, and no clinical impact. Investigation included remote troubleshooting, user confirmation of the behavior, and collection of a user-provided video for assessment. Investigation of this case revealed a suspected mechanical or electrical malfunction of the sleep/wake button assembly resulting in failure to activate the display, consistent with a device component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction due to a component failure.